Manufacturer narrative:
(B)(4). The customer's experience of leaking at the pressure disc was confirmed. The leaking is along the weld of the film and body of the pressure sensing disc. The root cause of this failure was identified as a mfg issue due to an inconsistent weld along the circular edge of the disc.

Event description:
Set leaked at the disc. Mesna was infusing. No pt harm.